Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that while the patient was wearing a external cardiac rhythm monitor, the clinician reviewing the external monitor strips thought there may have been some p-wave under sensing or over sensing on the right atrial (ra) lead. The clinician reported the device interrogation performed noted no device system issues or patient symptoms. Further review of the external monitor strips indicated suspicion of other possible sensing issues, including far field r-wave (ffrw) sensing on the right atrial (ra) lead, suspected t-wave oversensing (twos) on the right ventricular (rv) lead or suspected magnet exposure/electromagnetic interference to the device. No intervention was taken and the device system remains active and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up with the healthcare professional indicates the p-wave undersensing was never confirmed. The healthcare professional stated the device sensing has been stable and that there is no suspected device malfunction.